Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had a connector that gives an error, and in certain positions it produces a striped image. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure connector that gives an error was not confirmed, and in certain positions it produces a striped image was confirmed. In addition, the fiber bonding in the outer tube area (distal end) is damaged was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction failure connector that gives an error was not established as no problem identified, the most probable root cause of the malfunction certain positions it produces a striped image was to broken video cable and the most probable root cause of the malfunction fiber bonding in the outer tube area (distal end) is damaged was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.